Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a low reading issue with the adc device. The customer was experiencing blurred vision, excessive thirst, and frequent urination, with sensor readings of 6.5 mmol/l and 8.7 mmol/l. A nursing team was called, and they obtained healthcare meter results of 17.4 mmol/l and 19.7 mmol/l. The customer was treated with 4 iu insulin (type unknown). There was no report of death or permanent injury associated with this event.

Event description:
A caller reported a low reading issue with the adc device. The customer was experiencing blurred vision, excessive thirst, and frequent urination, with sensor readings of 6.5 mmol/l and 8.7 mmol/l. A nursing team was called, and they obtained healthcare meter results of 17.4 mmol/l and 19.7 mmol/l. The customer was treated with 4 iu insulin (type unknown). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow up report submitted. This serves as a correction report. Section e1 (country) and section h10 (addtl mfg narrative) were incorrectly documented in the initial report. The correction has been made here. All pertinent information available to abbott diabetes care has been submitted.